Manufacturer narrative:
The impella cp was not returned for evaluation, so no device analysis could be performed. It is unclear at this time if the artery bleeding was as a result of any issue with the introducer, impella cp pump, guide-wire or if the issue occurred as a result of the patient's anatomy, device placement or the procedure that was performed. The manufacturer will continue to investigate all reasonable obtainable sources of information and will provide results and conclusions in a supplemental medwatch report if additional information is received. Device discarded by user.

Event description:
The complainant reported that a (B)(6) male patient presented with a segment elevation myocardial infarction (stemi:) resulting in an extracorporeal membrane oxygenation (ECMO) being placed in the patient. The patient also had three vessel disease (3vd) and his left ventricle was distended. The physician placed an intra-aortic balloon pump (iabp), as the patient's groin arteries were very small. The iabp did not decompress, resulting in an impella cp being placed in the patient. An antegrade sheath was also placed to provide flow down the patient's leg from the ECMO circuit. The impella cp was placed without issue in the patient. Following patient treatment, bleeding was observed to be emanating from the impella insertion site. The pump angle was adjusted, but the bleeding continued, so a femstop was applied. During patient transport a significant amount of blood was lost. The patient blood loss was reported to be in excess of 15m/l of blood per minute. A vascular repair was performed that was reported to have resolved the bleeding at the impella site. The patient was also reported to have significant bleeding from the ECMO site, and was unrelated to the bleeding from the impella pump. The patient was reported to have been administered 50 units of replacement blood, but it was reported that the replacement blood was "mostly due to the groin bleeding from the ECMO site." The patient was reported to have been successfully supported for over 8 days with the impella cp, and was reported to be in stable condition at the conclusion of the impella cp support.